Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. The device was also mode switching due to far field r-wave (ffrw) oversensing on the right atrial (ra) lead with occasional pacing during the episode. The ra lead was reprogrammed and both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).